Event description:
It was reported that the patient's atrial lead dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was tissue on the helix, the lead was stretched, and there was apparent explant damage.